Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. On-going.

Event description:
It was reported there was a ventilator failure when switching from bag to vent mode. No patient injury reported.

Event description:
It was reported there was a ventilator failure when switching from bag to vent mode. No patient injury reported.

Manufacturer narrative:
The electronic device log file was provided for investigation. Unfortunately, the records end before the case in question took place so that a detailed analysis could not be conducted. The device was checked on site by a draeger service technician. The stated problem was verified and the unit indicated ventilator failure/ check apl valve. In consequence, the diaphragm of the apl/peep bypass valve was replaced. Afterwards, the device was tested in man/spont and volume mode without showing any failure. The device was returned to use without further problems reported. In case of a ventilator failure as reported the device will force a shut-down of automatic ventilation and post a corresponding alarm. Manual ventilation with the built-in breathing bag remains possible. Finally, the exact root cause could not be determined due to insufficient information.